Event description:
It was reported that a revision surgery was performed to remove the intertan implant that fractured after the patient fell.

Manufacturer narrative:
Visual inspection of the returned device confirmed the nail is broken at the proximal end. Review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Research lab evaluation noted the device fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture of the nail. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. No material deviations in the nail were found during this investigation. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.